Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The data showed that the first priming sequence ended at 22 pulses and deactivation occurred at 32 pulses. Rotational sensor errors were present in the device data. The device did not run enough pulses during the priming sequence to deploy the needle mechanism due to rotational sensor errors. The device was reset, connected to a pdm and delivered a 5-unit bolus. The needle mechanism deployed during the rerun. The rotational sensor errors were replicated during the rerun. Investigation of the drive mechanism found contamination on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that this contaminant prevented the device from running enough pulses to deploy the needle mechanism and resulted in the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide did not move forward. The pod was not worn.